Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, the device was at elective replacement indicator (eri) level. The physician alleged premature battery depletion to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) level when received. A longevity calculation was performed and the battery depletion was revealed to be normal based on the device usage. The longevity estimates observed in the field were reviewed and revealed to be normal with respect to the historical device data at the time.